Manufacturer narrative:
The used complaint company cartridge was not returned. Eleven unopened cartridges were returned an opened 10-count carton. Two of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridges were functionally tested per the instruction for use IFU. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter and viscoelastic being used were not provided. It is unknown if a qualified combination was used. It was indicated a non company handpiece was used. The root cause for the reported complaint could not be determined. No determination can be made without physical evaluation of the complaint sample. Two of the unopened company cartridges returned for the reported lot were evaluated. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, coating inside the cartridge adhered to the lens during insertion , the foreign material was removed during the same surgery with no patient harm.